Event description:
It was reported that the fiber was fractured during a photoselective vaporization of the prostate procedure. The procedure was completed with another of the same device. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber did not identify signs of breaks/fractures at the tip or along the fiber body. The fiber does not exhibit signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along length of fiber. The connector cone and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Analysis of the device did reveal that the conductive segment d connector is missing, and connector is damaged. Based on the information provided, an evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the fiber was fractured during a photoselective vaporization of the prostate procedure. The procedure was completed with another of the same device. There was no clinical consequences to the patient.